Event description:
It was reported that the cutter would spin outside of the disc space but would not spin when inserted into the disc space. It was tried a second time and still would not spin. Another cutter was used with no issues. There were no patient complications.

Manufacturer narrative:
Additional information: visual and optical examination of the -03 mill gear and -05 mill pinion interfacing features identified significant material plastic deformation. The location and nature of the wear is consistent with instrument usage; this instrument is a single-use instrument. The above observations are consistent with anticipated wear.

Manufacturer narrative:
(B)(4): the product has been returned to the manufacturer and evaluation is currently in progress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.